Event description:
It was reported that the right ventricular (rv) lead showed high impedance. The lead was capped, the physician attempted to implant a new 52 cm rv lead, but decided that the lead was too short, and implanted a 58 cm lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood observed in/on the helix mechanism.